Event description:
On (B) (6) 2009, the pt reported that insulin was spilled in the cartridge compartment of the infusion device 8 months ago. He stated that he poured the insulin from the cartridge compartment and had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.